Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02479. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shell inserter handle would not release from the shell after impaction. There were no consequences or impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, the cable package was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cable package was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.